Event description:
It was reported, that this right ventricular (rv) lead has a history of gradually increasing out-of-range shock. Impedance measurements the device's shock alert limit was previously increased twice, but recently alerted at 150 ohms. Technical services (ts) was contacted and provided recommendations for in-clinic provocative maneuvers to assess the rv lead integrity. Potential commanded shock testing and diagnostic imaging were also discussed. Because the device also has one year of remaining the longevity. Ts mentioned the possibility of a rv lead revision during the replacement procedure. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.